Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the device was providing regrasp alarms during an lar procedure. There was no injury to the patient. The device was returned for investigation and initial inspection discovered that a portion of the coating on the jaw had disengaged. The customer had previously noted that nothing fell into the patient&#38112;cavity during the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report : 12/01/2016. Visual inspection of the device discovered damage to the insulation on the tubing close to the jaws as if the device had been grasped with a tool. Bare metal was visible in one place. There is nothing in the manufacturing process that would cause this type of damage. The investigation identified the root cause of this finding to be user mishandling. The reported condition of alarm activation was confirmed. Inspection noted eschar in the hinge of the jaws and a large scratch along the back of the seal plate as though a metal object had been grasped. The device produced a regrasp alarm when activated on simulated tissue with the tip of the jaws. A slight ridge along the scratch created a conductive pathway between the seal plates when closed causing the device to fail resistance testing. This conductive pathway resulted in the regrasp alarm. The investigation identified the root cause of the event the customer originally reported to be attributed to the user inadvertently grasping a staple or other metal object causing damage to the seal plate. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.